Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, and immediate post-procedure cystoscopy to confirm bilateral ureteral patency.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, and immediate post-procedure cystoscopy to confirm bilateral ureteral patency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, uterine prolapse and dyspareunia on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, recurrence, dyspareunia and infection. (B)(4) - undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy.